Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified this complaint based on the lfs customer service representative (csr) documentation because lfs was unable to contact the patient to obtain additional information. The patient said she attempted to test with the lfs meter and could not test because the meter would not turn on at 10:00 pm one month earlier. The patient's meter readings and diabetes medications taken prior to the product issue are unknown. The patient said she started to feel unwell, had nausea, her arm was numb and she was starting to have a heart attack right after she attempted to test. She went to the emergency [department] where a result of 25 mmol/l was obtained on the ER meter. The patient said a health care professional treated her with metformin pills and 2 units of insulin. No other information was provided regarding the patient's ER/hospital treatment. The csr documented that at the time of the call to lfs there was no battery in the meter; however, at the time of the above incident a battery was in place in the subject meter. The csr was unable to complete troubleshooting because the meter did not have a battery and the test strips were expired at the time the patient called lfs. The patient's product was replaced. This complaint is reported because the patient alleges that the lfs meter did not turn on and she was unable to test with the meter. Afterward, she claims she went to the ER where a result of 25 mmol/l was obtained she was treated with metformin and insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.